Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn clamped 1 of the rolled slide clamps and attached the other to the bag of rbc. While performing vital sign assessment the rn noted a couple of drops of blood on the floor. The rn noted blood leaking where the tubing connected into the drip chamber. The rn clamped the tubing and retrieved another set of tubing and spiked the bag using the 2nd bag port to complete the transfusion. There was no patient harm.